Event description:
The fe described a situation in which the system failed to boot up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and determined that the key switch requires replacement, however, no conclusion can be drawn as further repair information is not available and the customer cancelled the service call.